Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that after usage of a pump and medication cassette following ankle surgery, the patient experienced a cardiac arrest and severe brain damage. The patient had undergone surgery for trauma to an ankle on (B)(6) 2016. Post-operatively, the patient was placed on the pump, which had a cassette full of morphine sulfate. No complications were reported. The following morning, the patient suffered a cardiac arrest and was transferred to the intensive treatment unit (itu). It was also reported that the patient suffered severe brain damage. According to the technical devices manager at the user facility, it was stated that the pump operated as programmed. Additional information about the event and outcome have been requested.